Event description:
It was reported that the device had reached its elective replacement indicator. Abbott technical support was contacted and confirmed that the eri was false. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.